Event description:
It was reported that during a procedure on the right knee of the pt, the tip of the unit broke off. It was further reported that the doctor was able to retrieve the broken piece and examined the area thoroughly using a scope. An x-ray was taken to ensure that all pieces had been retrieved.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.